Event description:
Lap sponge apparently left in pt following aaa repair in 5/23/96. Lap sponge discovered on x-ray 8/15/96. Pt taken to surgery 8/16/96 for removal. Sponge sent to pathology for gross exam. Prior to removal pt c/o right lower quadrant pain for approx. One week. Admitted 8/15/96 for right pelvic abcess. Pathology report states 9.0 x 8.5 cm, metallic foreign body. Following removal on 8/16/96: upon further investigation rediscovered error inreorder #. Corrected order # (6) and device name given (2). Also, the following wording from final path report states, "specimen consists of a sponge, measures 43x45 cms. It has a blue tag at one end. Sponge exploratory lap received and confirmed."